Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the screen on their device had become dim and difficult to read. This issue is being reported because it was not solved at the time of the reporter's contact. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.